Manufacturer narrative:
The insulin pump passed the reset error test with no alarms. The insulin pump had a vibrator anomaly due to a broken red wire on the vibrator motor. No audio anomaly was noted. The device was received with minor scratches to the display window and a cracked case at the reservoir tube window corners.

Event description:
Customer reported that the insulin pump is making a loud noise and the buttons are not responding. Customer changed the battery and now the buttons are working, but she received error alarms. Customer state that it has a constant tone. Customer stated the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery; device experienced an unexpected restart. Device does not vibrate during self test. Blood glucose value was 63 mg/dl; treated with food. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.